Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an occlusion alarm. Blood glucose was 157 mg/dl. A pump system check was performed and the cause could not be determined. The customer placed a new infusion set site and resumed insulin delivery.